Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys troponin t hs assay on a cobas e 801 analytical unit. The initial troponin t hs result was 646 ng/l (tested on channel 2), and the initial troponin t hs stat result was 17.5 ng/l (tested on channel 1). The customer noticed a difference between the results and repeated the sample. No questionable result was reported outside the laboratory. The repeat troponin t hs result was 18.1 ng/l (tested on channel 2), and the initial troponin t hs stat result was 16.9 ng/l (tested on channel 1). The result of 18 ng/l was reported outside the laboratory.

Manufacturer narrative:
The troponin t hs reagent expiration date was not provided. The cobas e 801 analytical unit serial number was (B)(6). The calibration and qc were acceptable. The investigation is ongoing.